Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 400 and 500 mg/dl. The customer¿s other blood glucose level was 150 mg/dl. The customer unable to troubleshooting for the high blood glucose. The customer was treated with the manual injection. The insulin pump will not be returned for analysis.